Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, a break in aseptic technique occurred described as the patient performed capd without proper training. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique. On an unreported date, the patient began remedial therapy with fortum (1g, ip, frequency not reported) reflin (1g, ip, frequency not reported) and vancomycin (1g initially and the 1g, every day, once in 5 days, ip). It was not reported if the patient was retrained in aseptic technique; therefore, the outcome was unknown. It was not reported if the peritonitis had resolved. Dianeal therapy was ongoing. The nurse believed that the event of peritonitis was not related to dianeal therapy. A causality statement for a break in aseptic technique was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The cause of the reported condition of peritonitis is use error- poor aseptic technique. . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of a peritonitis. Complaint is confirmed because the nurse reported of a break in aseptic technique by patient, which is a user error that can cause peritonitis or potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.